Event description:
Nine minutes after the pt was intubated, pt experienced cardiac issues. Initially, it was through that manifold seals and valve malfunctioned. After thorough investigation it was found that the clip on the expiratory flow sensor dislodged and caused a malfunction preventing the pt to exhale.